Event description:
It was reported that the device exhibited no capture or sensing and low lead impedance. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The a-pli measurement of less than 100 ohms could not be reproduced after the device was returned. Impedance measurements were performed on the bench with ate test leads and clinical leads in saline and impedances were normal. The device performed normally during ate testing. Pacing outputs were normal on the bench and during ate tests. Saline solution was placed into the atrial bore and the atrial impedance dropped from 550 ohms to 300 ohms, but the value of less than 100 ohms could not be obtained. The saline solution was used to simulate the effect of body fluid in the bore.